Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic radical hysterectomy - "the event occured during the surgery in the operating room, when doctor (B)(6) gynecologist was using the device but at the time to seal the tissue. The hand piece was not sealing. The clip does not seal tissue and continuous bleeding. To re start the sealing cycle, the tissue was always keep bleeding. So the surgeons start to use an extra bipolar clamp to stop tissue bleeding. Voyant fusion device hand piece 5mmx 37cms. Doesn't work as they expected. So of course I received complains. No one check alarm neither error message was displayed on the generator, but the hand piece wasn't sealing as usual." Additional info received via email and translated by applied team member - the jaws never worked properly, starting from when the sealing started in the peritoneum and then towards the uterine pedicle, the fallopian tubes, and vaginal vault. During the entire sealing process it wasn't sealing properly and was leaving bleeding that was easy to see to the surgeon. The rep was not be able to tell the exact size or thickness of the tissue, but does not think it is related to that, since it has never failed before in other hysterectomies and in patients with much more congested and large uteri. The uterus layers vary in diameter, according to the hormonal phase, and for this reason, the information cannot be provided. The fallopian tube area shouldn't be more than 2-4mm in thickness, and they're also contained with peritoneum. Patient status: "patient is ok at this time. No patient injury or illness occurred associated with the complaint event."

Manufacturer narrative:
Investigation summary: one unit was returned for evaluation. Eschar build up was noted on jaws of the device. Engineering activated the device on porcine arteries and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. The root cause of the event remains unknown as engineering was unable to replicate the event. Although the root cause of the event could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.